Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged ar-1588rt / batch 15332456 was returned for investigation. - visual evaluation noted that the blue sutures were knotted in multiple locations along their length, including a knot on the button. Additionally, the white sutures were observed to be torn into two separate pieces. - functional testing was not performed due to the damage to the device. - the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.- the complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7th july 2025, it was reported by an arthrex's employee via email that for an ar-1588rt, acl tightrope® rt, the white suture broke when retrieving the implant. This was detected during an anterior cruciate ligament reconstruction procedure on (B)(6) 2025. The procedure was completed successfully by using another new ar-1588rt. There was no patient harm, and no secondary procedure needed.